Manufacturer narrative:
The technician replaced the side rail shoulder bolt to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the side rail will not latch into place when raised. No patient impact.